Manufacturer narrative:
(B)(4). D10: 00588000300; size 3 precoat cemented tibial component; 63528572. 00588001402; right size d cemented option femoral component femoral plastic cap must be removed prior to implantation; 63395540. 00598801013; 13mm diameter 100mm length straight stem extension combined length 145mm; 63182603. 00597206538; all poly petella standard cemented size 38 mm diameter 9.5 mm thickness; 63421329. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial total knee procedure. Approximately 8.5 years later, the patient articular surface was revised due to instability. All available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual examination of the provided images reveals the explanted articular surface with its hinge and post. No signs of damage can be seen from the pictures. No further assessment can be made based on the picture provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.